Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for inflation difficulty was confirmed based on provided imagery. Returned device evaluation conforms to specifications; therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''at the moment of the valve deployment, it was very hard to inflate the balloon, the inflation was in the distal part of the balloon in an abnormal way and suddenly completely inflated. The valve was able to be fully deployed in the intended location and patient was stable post-procedure.'' Based on the device evaluation for the returned delivery system, the total inflation and deflation time met the specifications and the balloon was able to fully inflate/deflate. Additionally, no abnormalities were reported during device unpacking or preparation during implant procedure. Therefore, it is unlikely that manufacturing non-conformances could have contributed to this event. Fluoroscopic imagery showed that the valve was initially deployed asymmetrically, with proximal end inflating first. However, it was able to fully deploy. Investigation results did not conclusively identify the root cause. The reported event may be related to patient anatomy such as annulus shape, valve morphology (e.g., bicuspid valve), and/or calcium distribution interacting with balloon deployment. Based on the available information, the root cause remains indeterminable. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in france, regarding a 23mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, physician felt difficulties to align the balloon (fine alignment) in the straight part of the aorta. No difficulty to cross the native valve but at the moment of the valve deployment, it was very hard to inflate the balloon, the inflation was in the distal part of the balloon in an abnormal way and suddenly completely inflated. The valve was able to be fully deployed in the intended location and patient was stable post-procedure.